Event description:
It was reported the stimulator was turning off for no apparent reason. Three times in the past month it was verified that the stimulator was off. This happened on the (B)(6). They were able to turn it back on with no problem. No error codes or warning messages were seen. It was noted the patient became bradykinetic when off. The patient had not had this issue until the past month. There were no impedance issues noted. The patient did not have any limits and they only used their programmer to turn on and off and it was noted the patient was proficient at that and only had one group/program. The patient was going to keep a diary, check status frequently, and not let the charge get below 50%. It was noted the patient typically recharged every three days. On (B)(6), the patient was down at 25% which was the lowest charge. Patient had no problems charging to 100%. Follow up reported the stimulator would turn off usually when it was well charged but it was noted this may not have any correlation. The patient was unable to relate the turning off to any particular incident or event. It started happening in may and started once per month but it was now more frequent, occurring once to twice per week. They went over charging technique and using the programmer it seemed the patient was doing everything correctly. Further follow up from the health care provider reported the cause of the event was unknown. There were no abnormal impedance measurements. No surgical interventions had occurred. There were no signs or symptoms reported. The patient did not require hospitalization and there was no injury to the patient.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v411494, implanted: (B)(6) 2010, product type lead; product ID 3389-40, lot # j0222859v, implanted: (B)(6) 2004, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 748251, serial # (B)(4) implanted: 2004-07-09 explanted: product type extension product ID 748240 lot#(B)(4), serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37092, lot # 367750002, product type accessory; product ID 64002, lot # n346700, implanted: (B)(6) 2013, product type adapter; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).